Event description:
A customer reported that the t:slim x2 pump battery would not charge despite using the original charging equipment. There was no adverse impact to the customer¿s blood glucose level. After attempting to troubleshoot the issue by using a different wall adapter, the pump began charging. Tandem technical support advised the customer not to use third-party charging supplies and agreed to send a replacement wall adapter and charging cable.